Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in reggio emilia, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. Reportedly, the device was cleaned regularly per the instruction for use and was placed outside the operating theater during use. There was no patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored drained. The hospital does not use reusable heating blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use, with the fan positioned opposite to the patient. Estimated distance between the surgery field and the device is two (2) meters. Despite no evident or systematic deviation from device instruction for use could be identified, the most likely root cause of the reported contamination is related to the location where device is used/stored.

Event description:
See initial report.